Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure some white debris adherent to the edges of the optic. Surgeon was concerned that this may be infectious material, or create some other problem for the patient, so decided to explant the lens and replace it with a different one. This was only noticed by her after the lens was already inserted into the eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).